Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was not able to increase the scs system stimulation. Reportedly, the patient had a fall and broke her hip which coincided with the loss of stimulation therapy. Diagnostic testing performed showed high impedance for multiple lead contacts. A lead fracture was suspected. Surgical intervention may be taken to address the issue.